Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint for scale misaligned on lot # 0055935. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, scale misaligned) was captured and addressed. Investigation summary: customer returned (5) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 0055935. Customer states that the scale was misaligned. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. See attached photo. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced scale marking issues. The following information was provided by the initial reporter: the customer reported that the scale was misaligned.